Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, prior to going on bypass the machine went into stop mode with the stop light lit. He pressed the start button and flow was generated. He restarted the unit with no problems. After initiating bypass the pump went into stop mode three more times. Each time he was able to hit the start button to increase rpms and generate forward flow. All connections were checked and appropriate.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit would intermittently go into stop mode. The start button was pressed to restart the pump each time. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Corrected block: initial reporter name and address:. Updated blocks: describe event or problem and concomitant medical products.

Event description:
The pump turned on and worked well prior to set up for a procedure on (B)(6) 2018. The internal safety checks occurred appropriately. The perfusionist primed his cardiopulmonary bypass (cpb) circuit with his normal procedure. He was circulating at approximately 4.2 liters per minute (l/min) and the pump automatically went to the stop mode. The stop light was illuminated. The perfusionist pressed start again and he was able to generate forward flow again. Since this was prior to going on bypass, to mitigate the concern, he turned the pump off and the battery off on the pump base, then turned them back on (cycled power on both). No problems, therefore he felt comfortable initiating cpb. During cpb, the pump went to the stop mode three more times. He was able to press start again immediately and increase revolutions per minute (rpm) to generate forward flow. He checked all of his connections to the base and motor and all connections were solid. He stated that the no forward flow to the patient each of these times was micro-seconds, therefore negligible. After the procedure, the perfusionist opted to exchange the entire pump with a second pump on the pump base. He did note, that the pump base, the pump and the quest mps were all plugged into the same electrical circuit, as had always been done without problem. This incident did not delay the continuation of the surgical procedure, and there was no blood loss or harm associated with the event.

Manufacturer narrative:
Serial number and manufacture date are unknown. The reported complaint could not be confirmed. As per the user facility's perfusionist, the centrifugal operated as intended with no further issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly